Manufacturer narrative:
Corrected data: g2 - report source. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 869164a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 869164a and test base part number 195-430wjr/ lot 869164. The lot met the required release specifications. A review of the complaints reported false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 869164a (core lot to sublot 869164a) showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. The first test, performed at 9:36 a.m., generated a positive result. The second test, performed on the same day at 9:54 a.m., generated a negative result. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024. The first test, performed at 9:36 a.m., generated a positive result. The second test, performed on the same day at 9:54 a.m., generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.